Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the buttons on the pump keypad are sticking and sometimes do not work at all. No other information is provided. This complaint is being reported as the alleged keypad malfunction is not resolved.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple button presses to engage. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.